Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification was received. Reportedly, the cartridge had been filled with approximately 480 units of insulin. Additional insulin was added into the cartridge and a cartridge alarm (alarm 09) occurred. The customer acknowledged that the cartridge may have been overfilled causing the alarm. A new cartridge was loaded with 350 units of insulin and an additional minimum fill notification was received. Blood glucose level was 162 mg/dl. Reportedly, the customer reverted to insulin pens for insulin therapy.